Event description:
After the firing of a ralc45 stapler in a hand-assisted sigmoidectomy procedure, inspection of the staple line showed that the tissue transection was incomplete and staples were malformed. The procedure was completed by use of another device. The patient's health was not adversely affected by the event.

Manufacturer narrative:
Visual examination of the returned ralc45 stapler showed that all but one staple was formed. When the stapler was reloaded and fired it produced properly formed staples and completely transected the test medium. The reported complaint could not be duplicated. Evaluation summary: ralc45 calibrated normally, opened fully, closed for firing range and fired acceptable staple formation into four layers of red colon foam. Unit closed down and opened fully without difficulty; unit did not produce malformed staples or incomplete cut.